Event description:
Additional information received on 07feb2024. A:there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around 15 units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination. Was there any damage to the patient/caregiver? (Detail) no.

Manufacturer narrative:
Sample and photos received by our quality team for investigation. Through visual inspection, black dirt on the packaging, package damage, needle hub damage, package seal integrity, shield damaged, epoxy on the needle hub is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same batch numbers were evaluated, no defects or issues observed. Further evaluation was performed, there were no changes in the sealing gasket of the batch, all sealing parameters were within specification during batch production. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Based on the team¿s investigation, possible root cause: for packaging damage/seal integrity is associated after the product packaging stage. Black dirt is associated with dirt on the equipment parts transferring to the packaging and product. Disassembly of the dosing table was carried out, broken screws were removed, new ones were placed and the table was assembled. Shield damaged is associated with protector belt clogged. The tube was dismantled and unclogged and adjustments were made. Based on the quality team's investigation, we are not able to identify a root cause for epoxy and damaged needle hub related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd needle precisionglide 22x1in package seal integrity was poor/questionable. The following information was provided by the initial reporter translated from portuguese to english: needle 0.7x25 13 unit reason: 1 unit - hole in packaging near cannon reason: 10 units - suspected hole in packaging due to extension at the end of the protective cover reason: 4 units - foreign body/stain (3 dark stains, 1 foliage-like) ---- needle 0.7x25probe 0.7x25 lot 2334619 ( 300327) 14 units reason: 4 units - lateral weld failure reason: 1 unit - cannon burnt out reason: 1 unit - suspected hole in packaging due to extension at the end of the protective cover reason: 1 unit - glue leaked near cannon reason: 1 unit - break in protective cover reason: 6 units - foreign body/stain (1 foreign body in the sealed packaging, 3 stains on the protective cover, 1 foreign body in the barrel, 1 foreign body adhered to the probe) --- additional information received on 07feb2024 -please confirm date the event occurred? A:we used the entire lot claimed, and at the end of the period of use I notified the deviations (between november 2023 and january 2024). -you have mentioned there are several packages comes with tight seal/tear and those are discarded, could you please confirm quantity affected and please confirm issue with those packages a:there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around 15 units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination. It is not possible to confirm the foreign body, they are round and dark, as can be seen in the photographs sent. -- information received 21feb2024 -was there any damage to the patient/caregiver? (Detail) no what is the cannon? Is it part of the probe? The customer described a foreign body in the cylinder, but this is a probe-only product, no syringe. If the barrel is marked, I mean the part shown in the image. I notified syringes and probes, so looking at the complaint in question, with loose information with no product/batch/complaint relationship I can't flag the problem for you

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr 9665138 follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is package seal integrity poor / questionable.

Event description:
No additional information was provided.